Event description:
It was reported that the customer has experienced some issues with reservoirs. It was stated that the reservoirs are leaking; insulin is coming out of the top and leaving insulin on the top of the reservoir. Customer noticed the leak when changing the infusion set. Customer does not recall any physical damage on the reservoir compartment. It was stated that the customer noticed that the needle was not centered. Customer switched to a different lot and has not had issues. Blood glucose value is 81 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.